Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt stated that in 2007, she received an e6 (mechanical error) while at a party. She stated it was very loud at the party and she did not hear the infusion device alarm and did not feel the vibration alarm until she sat down. She stated that she had a headache and her blood glucose was elevated to 500 mg/dl. Her normal blood glucose range is 120-180 mg/dl. She stated that she did not have time to troubleshoot the error and she switched to her backup infusion device and bolused 5-6 units of insulin. The pt was assisted with resetting her primary infusion device and she was able to do so without error. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.